Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery out limit was noted. The insulin pump was monitored for several days and no unexpected vibration or vertical lines on the display were noted. No rust or burns inside of the battery compartment were noted during the visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer had an alarm occur with their insulin pump. Customer's blood glucose level was reported at 600 mg/dl. Product is being replaced. No further information provided.